Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When the ring at the tip of the device broke during use, did it fall into the patient? If yes, was it retrieved from the patient? Was additional dissection required to retrieve the ring at the tip of the device from the patient? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown procedure and absorbable straps were used. The ring at the tip of the device broke when stapling the patient wall. The procedure was completed using a like device. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
The device was returned with the cannula cap broken. The device was disassembled and strap advancer component was found bending damage that is why internal cannula components were not sliding properly and consequently the device did not work as intended.